Manufacturer narrative:
Serial #: unknown/not provided. Catalog #: complete catalog number unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). Manufacturing date: unknown since serial number was not provided. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was noticed scratched after implantation. The scratches were mainly found over the back of the lens. Reportedly, the account commented that they did not touch the optic during implantation. The lens remains implanted. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown ; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.